Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported her daughter was having high blood glucose. The daughter's blood glucose was 502 mg/dl. The mother also reported her daughter's blood glucose dropped to 43 mg/dl the previous night. The customer stated the low blood glucose was due to the daughter having too much insulin. The mother stated she had given her daughter food to treat her blood glucose. No additional information provided.